Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent breast reconstruction revision procedure with a mentor siltex round moderate profile 375cc saline prosthesis that deflated intraoperatively. The surgeon was placing the implant and inadvertently snipped it. The implant was removed and a like device was used in its place. The patient experienced no adverse event, and there was no procedural delay.